Manufacturer narrative:
Additional information: h3, h4, h6, h10. H10: the actual device was not available; however, a video of the actual sample was provided for evaluation. A visual inspection of the video noted a leak in the patient line due to a cut in the tubing. The reported condition was verified on the actual sample. The cause of the cut tubing could not be determined. Additionally, twelve (12) retention samples were evaluated at the facility. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as a "cut in the patient's line causing solution leakage". This occurred during infusion of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.